Manufacturer narrative:
The investigation determined that a lower than expected troponin I result was obtained from a cliniqa lot 1705191 quality control sample processed using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The assignable cause of the event is an instrument related issue due to user error. It is likely that insufficient daily maintenance contributed to the lower than expected troponin I result as signal reagent crystals were observed on the signal reagent probes as a result of the probes not being cleaned per daily instrument maintenance. Signal reagent contamination can cause a suppression of the well signal causing a lower than expected result for an immunometric assay such as vitros tropi es. The ortho field engineer performed cleaning and maintenance actions to multiple analyzer subsystems and following those actions acceptable cliniqa qc results were obtained, indicating the vitros eciq immunodiagnostic system was performing as expected. The customer only provided qc fluid data from the day of the event so it was not possible to assess the performance of vitros tropi es lot 2550 at the customer site. Nevertheless, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2550 at, or below the url concentration of 0.034 ng/ml, cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event.

Event description:
A customer obtained a lower than expected troponin I result from a cliniqa lot 1705191 quality control fluid (level 1= 0.019 ng/ml vs. Expected 0.080 ng/ml) using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The unexpected vitros troponin I result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).